Event description:
The event is reported as: that during use, the stapler did not deliver any staple. According to the user it was "blocked." No patient consequence.

Manufacturer narrative:
No device sample is available for investigation. DHR investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine a root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend related complaints.